Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method: the distal end of the device was cut by the user. Evaluation summary: a visual inspection was performed on the returned device, but the reported twisted material was unable to be confirmed. The reported filter separation was unable to be confirmed as the bare wire and delivery catheter (dc) were not returned. The reported difficult to remove, physical resistance and physical property issue - irregular appearance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of stroke is listed in the device instructions for use, as a known patient effect of the procedure. It should be noted that the emboshield nav6 embolic protection system instructions for use states: the barewire filter delivery wire (figure 1) is a 0.014- ptfe coated stainless steel wire with a 3cm platinum / nickel radiopaque distal tip section. The step on the distal tip acts as a distal stop for the filtration element. The investigation determined the reported difficult to remove and filter separation appears to be related to the user error as the distal end of the device was cut by the user. The reported physical resistance, material deformation, and irregular appearance are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had an ischemic stroke diagnosed through clinical examination and computed tomography of the brain. The stroke was treated with heparin and removal of the emboshield nav6. In the opinion of the physician, the stroke was related to the emboshield nav6 filter. The hospitalization was prolonged from the stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). Medical devices: guide wire: 0.035x260 terumo, sheath: 6f 80cm balt, stent: xact 8x40 , vertebral catheter terumo 5f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 the emboshield nav6 was used with the barewire inside the delivery catheter (dc) and was intended to advance into the right internal carotid, but repeatedly entered the external carotid artery instead. After several attempts, the physician removed the undeployed delivery catheter and noted the tip of the dc had a curve. An attempt was made to straighten the tip and re-advance to the internal carotid, but it continued to enter the external carotid artery. The dc was removed and the curve on the tip was noted again. The physician cut 1 cm of the dc tip and was able to advance the dc into the internal carotid artery and deploy the filter. The 8.0x40 xact stent was implanted and post dilated successfully. The retrieval catheter for the filter was advanced without resistance, but the filter was not captured. The retrieval catheter was removed, but the retrieval catheter was noted to have twisted during the attempt to advance it. The filter was left in the anatomy until (B)(6) 2018 when it was removed percutaneously; however, the patient had a stroke during the procedure. The patient has been discharged home. No additional information was provided.